Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had called because they were not sure if the stimulator was properly working. Patient mentioned they were having seepage out of the wound. It has been going on for the last couple days. They had just glued the incision. There was a little hole where they didn't put the glue so they put a steri strip across it. Patient called their managing doctor and they said if patient still has it tomorrow they might have to go to their primary care doctor. Patient has no fever or swelling, just has seepage on the bed sheets in the morning and on their panties. No actions taken on the call. Caller said they don't know if the stimulation is working properly because they were not feeling it. Patient said they had tried bumping up the amplitude and went through 6 programs and nothing worked. Troubleshooting asked if they were getting symptom relief. Patient said they were getting probably 50% relief. Patient called medtronic representative (rep) yesterday morning at 8am and left a message and didn't get a call back. Patient called rep today and hasn't got a call back. Troubleshooting told patient to try switching to a different program, but stick to programs 1-4 first. Patient did find a program where they could feel the stimulation at 11.0 ma. Troubleshooting told the patient to leave it there and contact their doctor to see if they should have the stimulation that high. (B)(6) 2022, patient clarified that the stimulator not working properly was a stimulation issue, and that the cause was due to lead wire having moved. They had a replacement of the lead on (B)(6) 2022. Issue has resolved.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial# implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 04-oct-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A4: added patient weight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.